Event description:
Customer alleges it went out and came back with out lights. Dealer checked his itemized repair statement which stated, "rough handling during shipping caused the control panel ribbon to come out of socket, no other functional problems found."